Manufacturer narrative:
Section e-1 telephone number: (B)(6). Section h3-81: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after insertion, there was something on the actual pre-loaded intraocular lens (iol), model is unknown. Extent of patient contact is unknown. The lens was removed and back-up lens was used to complete the procedure. No further information is available.